Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change on an ilet system, the user experienced sustained hyperglycemia when the cartridge was not filled and the connector was likely not secured, and a subsequent full supply change and education were provided with follow-up confirming improvement. Symptoms included elevated blood glucose with a reported peak of 396 mg/dl, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included telephone troubleshooting and user education regarding proper cartridge filling and infusion set/connector attachment. Investigation of this case revealed user setup error resulting in an empty cartridge and probable incorrect connector engagement, which impeded insulin delivery and led to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error during the supply change.